Event description:
The core impaction drill was sent for eval due to overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device overheating; corrosion damage can cause the device to overheat due to increases friction between the moving components within the device.